Manufacturer narrative:
Philips service identified the defective geo pc and planned its replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the geo pc was defective, making geometry movement unavailable on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.